Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgeon experienced a discoloration of the image viewed through the physician's console and could not continue with the case. The surgeon decided to convert to traditional open surgical techniques to finish the planned surgery. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering (fse) discovered that the issue experienced by the customer was associated with a defective camera cable. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the affected camera cable. As of 2008, there have been no reported recurrences of the issue at this hospital.